Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The reported complaint was confirmed. The fresh gas interface board was replaced and a calibration of the flow sensor was performed. The unit was returned to service.

Event description:
The hospital reported that, upon power-up, the unit displayed multiple error messages; the unit was not able to be used. There was no report of patient involvement.